Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was downloaded locally and provided for analysis. Reported event date is 8 june 2023, but event log only contains events until 1 june. A programming on 1 june could match with description for flow rate and vtbi, so this sequence was analysed. The reported device was not sent to brézins for investigation. However during device log review, it was detected that total timing of around 90 minutes is observed, but during 1 hour, the device was off. Air alarm had stopped infusion and could be the end of bag detection, but no event can explain a suspected overflow, because volume recorded is corresponding to flow rate and time elapsed. Therefore for this complaint there was no technical or functional issue as calculated infused volume matches recorded volume. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "received a report of a discrepancy in the delivered volume on a agilia vp wifi, product code z019730 and serial number (B)(6). Sn was administering patient's morning dose of IV antiviral med. Via infusion pump and noticed pt's IV antiviral med run faster than the time input on infusion pump. Patient is on IV aviclovir 750mg tid, pt earlier on complained of lower back pain suspecting to be kidney pain, typically 750 mg of IV aciclovir will be diluted with 250ml normal saline and run for 60min but in this case the sn decided to run it for 90mins just to give it slowly. IV was setup and time input for 1 hour 30mins, but 40mins later the infusion alarmed and sn realised the IV aciclovir had run out with 50mins still on the clock on the infuion pump." Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.